Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the catheter was allegedly broken. Reportedly, the catheter was implanted via the right brachial vein. No patient injury was reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a break in the tubing was confirmed, and it appeared that the device was damaged during use. One 4 fr s/l groshong PICC was returned for investigation. The stylet had been removed and the two-piece connector had been assembled to the 4 fr groshong tubing. The catheter broke in four locations: at the metal cannula inside the connector, the 37cm depth mark, the 31cm depth mark, and the 27cm depth mark. The section of tubing between the 31 and 37 cm depth marks was not returned for investigation. The connector was received with a retainer from a statlock stabilization device attached to the wings. A removable suture wing had been attached and secured to the catheter over the 38cm depth mark. A tactual investigation revealed elastic weakness in the tubing between the proximal 2cm of the distal catheter segment, the distal 1cm of the middle catheter segment, and in the entire length of the proximal catheter segment. The condition of the sample indicates that the PICC was used and the material weakness indicates that the groshong PICC was pulled and stretched. No damage or defects related to the manufacturing process were observed on the returned sample. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the catheter was allegedly broken. Reportedly, the catheter was implanted via the right brachial vein. No patient injury was reported.